Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator snare device was used for a polyp in the colon during a colorectal polyp resection procedure performed on (B)(6) 2025. During the procedure, the device was unable to deliver energy. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device unable to deliver energy. Block h11: investigation results the returned captivator ii snare was analyzed, and a visual evaluation noted no visible damages. Functional inspection was performed and when the device was connected to the 10-inch loop fixture, the loop could extend properly without any issue. In addition, continuity and electrical test were performed and the device passed, indicating a proper connection. No other problems with the device were noted. The reported event of device unable to deliver energy was not confirmed. Upon analysis, it was determined that the device exhibited no visual issues or damage. The device was subjected to a functional test, and the loop was able to extend properly without any issues. Additionally, the continuity and electrical tests performed on the device were found to be within specifications. The returned unit did not show evidence of the alleged issue or any defect that could have contributed to the reported event. Since the device cannot be functionally tested in a manner that fully emulates the anatomical or procedural conditions encountered during the procedure, the most probable root cause of this complaint is device problem excluded.

Event description:
It was reported to boston scientific corporation that a captivator snare device was used for a polyp in the colon during a colorectal polyp resection procedure performed on (B)(6) 2025. During the procedure, the device was unable to deliver energy. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.